Event description:
It was reported that during insertion of the cage into the disc space, the inserter tip fractured off inside the cage and could not be retrieved. Therefore, the inserter tip remains lodged inside the implanted cage. There was no patient harm or adverse consequence related to this event. No additional information is available.

Manufacturer narrative:
The reported event was confirmed by review of a photograph of the fractured device. Operative notes and/or radiograph images from the initial procedure were not provided for review of usage/technique. A review of the device history record was performed and no discrepancies relevant to the reported event were found. A definitive root cause was unable to be determined with the information provided; however, the event may be the result of excessive or off-axis force applied during insertion of the interbody. Labeling review: "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." "...the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.